Event description:
A home health rn, called for support with her patient¿s atrium express mini at home. No patient harm or injury noted. The caller had questions about a clogged drain port. She was attempting to empty the drain, but it was clogged. We discussed the outlined IFU preference for replacing the drain instead of emptying. She and the patient were appreciative for the help.

Manufacturer narrative:
Investigation summary: complaint involves use of an express mini 500 (p/n 16400) in an outpatient setting, in which the sampling port reportedly became clogged due to attempts to empty the fluid collected. Lot number/expiration date of the drain was not available to the patient, therefore only the di is provided in d4. In these cases, the drain is set up on a patient by a clinician and then that patient is sent home with the drain where they are then responsible for its use and interpretation. This puts the responsibility of using the drain on a person who is not necessarily a trained medical professional with any knowledge of how to use and interpret the device. Sampling port clogged: this typically occurs when the user attempts to empty the drain with a syringe through the sampling (luer) port in order to extend the use of the drain. This can lead to collected fluid becoming trapped in the sampling port and solidifying, preventing future use of the port. This port is intended for clinicians to take samples of the drain fluid, not for routinely removing large amounts of fluid in order to extend the use of the drain. The IFU instructs the user to replace the drain when it becomes full. It also states that the use of the luer port is intended only for sampling patient drainage and that the user should not use the port or any other means to attempt to empty fluid from the collection chamber. In addition, the IFU states that "the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments. Outpatient use complaints of express mini 500 devices are confirmed. Device nonconformances of outpatient issues are not confirmed. The root cause of outpatient use complaints of express mini 500 complaints is user error.